Manufacturer narrative:
(B)(4). The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pace impedance measurements from approximately 780 ohms to approximately 450 ohms as well as an increase in threshold measurements from 0.8 volts at 0.4 milliseconds to 6.0 volts at 0.4 milliseconds. In addition, rv noise was occasionally observed resulting in oversensing without pacing inhibition. It was noted that the noise was unable to be reproduced on the rv lead. The associated pacemaker device was temporarily programmed to a non-ventricular pacing mode until surgical intervention was performed to explant and replace the lead. This additional surgical intervention occurred seven (7) days after the lead was initially implanted. The physician has suspected that the lead may have caused a perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of product analysis.